Event description:
Customer states that she received results of 333 mg/dl and 89 mg/dl within 1 minute on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.